Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the doors 1, 2, 3, and 4 were not opening. The customer rebooted the device and attempted recovery; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all doors were not detected on the bus. A field service engineer (fse) visually inspected and confirmed that the customer recovered all the doors and the door functioned normally. The system functioned as intended after the customer resolved the issue.